Event description:
It was reported that an asymptomatic patient presented in the emergency room after receiving inappropriate therapy. Lead tests indicated no electrical anomalies. Fluoroscopic images revealed externalized conductors on the lead. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.